Manufacturer narrative:
Journal article: five-year comparative efficacy of everolimus-eluting vs. Resolute zotarolimus-eluting stents in patients with acute coronary syndrome undergoing percutaneous coronary intervention authors: koni, e.; wanha, w.; ratajczak, j.; zhang, z.; podhajski, p.; l. Musci, r.; m. Sangiorgi, g.; kazmierski, m.; buffon, a.; kubica, j.; et al. Journal: j. Clin. Med. Year: 2021 reference: doi.org/10.3390/jcm10061278. Patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Age or date of birth: average age. Sex: majority gender. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
An article titled - five-year comparative efficacy of everolimus-eluting vs.resolute zotarolimus-eluting stents in patients with acute coronary syndrome undergoing percutaneous coronary intervention - was submitted. The aim of the study was to investigate the 5 year comparative efficacy of everolimus-eluting stents (ees) and zotarolimus-eluting resolute stents (r-zes) in patients with acute coronary syndrome (acs). A large-scale multicenter prospective database of acs patients undergoing pci was used. The primary end-point of the study was major adverse cardiovascular and cerebrovascular events (macces), defined as a composite of death, myocardial infarction (mi), definite or probable stent thrombosis, repeat pci and stroke. The secondary end-points included death, repeat pci, mi, and stroke. The population of the registry was 5903. 2406 of this population was excluded due to long term data being unavailable. 3497 of the population were propensity matched and 1014 had a r-zes implanted. The r-zes consisted of either a medtronic resolute onyx or medtronic resolute integrity. The remailing 2483 patients had ees implanted which were non-medtronic devices. At the five year follow-up clinical outcomes included all cause death, myocardial infarction (mi), definite or probable stent thrombosis, repeat pci and stroke.